Event description:
It was reported that the patient presented for an unrelated procedure. Prior to the procedure, a cardiac magnet was placed on the implantable cardioverter defibrillator to inhibit therapy. However, during the procedure, the patient received several inappropriate shocks due to oversensing of electromagnetic interference from electrocautery. Review of transmissions revealed that several magnet reversions had been detected by the device. It was suspected that due to the proximity of the surgical site to the device and magnet, manipulation of the tissue may have repeatedly moved the magnet. The procedure was discontinued and scheduled for a later date. Patient was stable.